Event description:
It was reported that a patient presented with a software anomaly noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes in-clinic presentation for MRI programming, no intervention, and stable condition without adverse patient consequences. A new issue of diagnostic issue was noted.